Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the nurse placed the tubing to deliver the sheath tube poorly and withdrew it to find that the gray front of the sheath tube was cracked, making it difficult to deliver the sheath. No further details provided.